Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, windows updates caused the station to become stuck in a boot loop. The touchscreen remains blank but responds to touch. When hard restarted, the station takes over an hour to cycle and returns to the same blank screen. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the windows updates caused the station to become stuck in a boot loop. A field service engineer found the station in a reboot loop. Reimaged the device, then entered site ID, station name, and serial number. Redownloaded remote support service (rss) so the station would appear on the rss page. Updated time sync, site credentials manager, and scheduled maintenance. Completed data synchronization and auto launched the application. Customer successfully tested all drawers. Station reimaged to version 1.7.4. The system functioned as intended after the field service engineer troubleshot the device.